Event description:
As reported by the adjudication committee on (B)(6) 2012, a patient that was enrolled in the (B)(4) experienced peri-procedural myocardial infarction. The indication for the index procedure was a tagged procedure from previous mi in (B)(6) 2010. Angiography revealed 90% stenosis in the proximal right coronary artery (rca). The vessel was described as 15mm in length, class b1, de novo and moderately calcified. Reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a voyager 2.5 x 15 balloon at 8atm and a 3.5 x 18mm cypher rx stent was implanted at 16atm. The stent was post dilated as standard procedure with a 3.75 x 11mm balloon at 16atm. It was reported that following post stent dilation, there was transient slow flow which responded with intracoronary nitro. There was 0% post procedural diameter stenosis, no dissection and timi flow 3. At pre-procedure, troponin t peaked at 0.03 (0.03 ng/ml). At 6 to 12 hours, troponin peaked at 0.05. At 16 to 24 hours, the ck peaked at 167 (204 u/l) the ck-mb peaked at 15 (6.4 ng/ml) and troponin peaked at 0.21 (0.03 ng/ml). At discharge, the ck peaked at 185, ck-mb peaked at 16 and troponin peaked at 0.28. There were no other procedural complications and the patient was discharged the next day. Per the adjudication committee, the patient experienced at peri-procedural mi on the same day of the index procedure. The committee agreed that the event was related to the devise and related to the procedure. Per the investigator, a peri-procedural mi did not occur.

Manufacturer narrative:
Concomitant medications: aspirin 325mg qd, lipitor 80mg qd, metoprolol 50mg bid, ramipril 25mg qd and pepcid 20mg qd. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the adjudication committee on (B)(6) 2012, a patient that was enrolled in the (B)(4) study experienced peri-procedural myocardial infarction and hypoperfusion during the index procedure. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, and history of previous pci ((B)(6) 2010), history of myocardial infarction ((B)(6) 2010) and history of prostate cancer (1995). The indication for the index procedure was a tagged procedure from previous mi in (B)(6) 2010. Angiography revealed 90% stenosis in the proximal right coronary artery (rca). The vessel was described as 15 mm in length, class b1, de novo and moderately calcified. Reference vessel was 2.5 mm in diameter. The lesion was pre-dilated with a voyager 2.5 x 15 balloon at 8 atm and a 3.5 x 18 mm cypher rx stent was implanted at 16 atm. The stent was post dilated as standard procedure with a 3.75 x 11 mm balloon at 16 atm. It was reported that following post stent dilation there was transient slow flow which responded with intracoronary nitroglycerin. There was 0% post procedural diameter stenosis, no dissection and timi flow 3. At pre-procedure, troponin t peaked at 0.03 (0.03 ng/ml). At 6 to 12 hours, troponin peaked at 0.05. At 16 to 24 hours, the ck peaked at 167 (204 u/l) the ck-mb peaked at 15 (6.4 ng/ml) and troponin peaked at 0.21 (0.03 ng/ml). At discharge, the ck peaked at 185, ck-mb peaked at 16 and troponin peaked at 0.28. There were no other procedural complications and the patient was discharged the next day. Per the adjudication committee, the patient experienced at peri-procedural mi on the same day of the index procedure. The committee agreed that the event was related to the devise and related to the procedure. Per the investigator, a peri-procedural mi did not occur. The patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15091553 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the contributing factors in this case; however, vessel, lesion and procedural issues may have contributed.